Manufacturer narrative:
The patient is experiencing residual pain behind the patella. Revision surgery is planned to resurface the patella. Tibial poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient is experiencing residual pain behind the patella. Revision surgery is planned to resurface the patella. Tibial poly inserts may be exchanged during the procedure.